Manufacturer narrative:
The company representative examined the system and was found to be operating normally. The customer was using the wrong technique. A review of complaints for the last 24 months did not indicate any additional related reports for this system. The root cause of the reported incorrect measurements was attributed to user technique. The system was found to be operating normally. Per the system operator's manual, a warning states to "ensure that the correct technique (contact or immersion) is selected for the technique being performed. Incorrect technique selection will impact the accuracy of the results". (B)(4).

Event description:
A healthcare professional reported that the biometry results were inaccurate when compared to the patient's examination results. There was no harm or impact to the patients involved. Additional information has been requested.